Event description:
When some plcr75b reloads were fired via a plc75 stapler in a rectum resection procedure, it was noted that while there was no bleeding from the staple line, some of the staples had not been completely formed. No intervention was needed. After the procedure was concluded it was also noted that one of the plc75's drive clips was broken.

Manufacturer narrative:
Patient's age and weight are not known. The returned plc75 stapler was found to have a damaged firing shaft drive clip. This damaged component was the root cause of the partial stapling. A corrective action has been issued to address this issue.